Event description:
A company sales rep rec'd information from an eye care professional (ecp) that the ecp was seeing pts that were fit with acuvue oasys lenses, developing corneal ulcers and corneal infiltrates. The ecp had been starting pts with opti-free mps. The ecp has switched "problem pts" to clear care is no longer having pts return. The ecp's office was contacted three times and detailed information was provided requesting that the ecp call to discuss this issue. To date, the ecp has not responded to our requests for information about this concern. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional information is rec'd, we will report it within 30 days or receipt MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling: single use or reuse. Device not returned. No evaluation will be performed. No conclusion can be drawn.